Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to dislodgement of the right ventricular (rv) lead. The entire system was explanted and replaced to resolve the event and the patient was in stable condition.